Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the basket was found to be broken prior to use. However, a photo of the device revealed that the basket was missing one of its loops. The device did not make patient contact, and there were no injuries or additional procedures.